Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer wife reported via phone call that they had a high blood glucose value of above 600 mg/dl. Customer other blood glucose value was 501 mg/dl and 470 mg/dl. Customer also got insulin flow blocked alarm previously. Customer stated that they were hospitalized but not related to the high blood glucose value and also off the insulin pump due to surgery. Customer declined the troubleshooting for high blood glucose value. The customer was treated with bolus. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. No unexpected insulin flow blocked alarm noted.